Event description:
The user facility reported that a patient developed a pneumothorax during a procedure. The patient received chest tubes and no further issues were reported following the completion of the procedure.

Manufacturer narrative:
Investigation in process. A follow-up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
It is unknown which type of catheter the doctor was utilizing at the time of the reported event. The device is not available for evaluation. Without the returned device, steris is unable to determine the root cause. The log files for the trufreeze console system were reviewed and no issues were noted. The trufreeze console system was confirmed to be operating according to specification. The instructions for use provides the following information: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." No additional issues have been reported.